Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the visera elite xenon light source had switch failure. It was reported that occasionally, the power switch could not be pushed. The issue was found during preparation for use. There was no patient under sedation. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.